Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an infection at the site of the implantable pulse generator (ipg). The physician assessed that the patient had hyperglycemia which lead to the infection. The patient was admitted to the hospital and was treated aggressively with antibiotics and medication to address the infection and high blood sugar. The patient underwent a revision procedure where the full dbs system was explanted. The patient was doing well postoperatively. The explanted devices were retained by the medical facility and were not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7126627, UDI: (B)(4). Product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7129841, UDI: (B)(4). Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7127999, UDI: (B)(4). Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7131618, UDI: (B)(4), product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600-c, serial: na, batch: 34252531, UDI: (B)(4). Product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600-c, serial: na, batch: 33968932, UDI: (B)(4).